Event description:
An increase in capture and impedances were observed. The lead was explanted due to suspected fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found inside out abrasions on the outer insulation at 10.7 - 13.8 cm and 15.5 - 16 cm from the distal tip electrode. The outer insulation at 41 - 41.4 cm also noted an abrasion from the distal tip electrode due to friction to the device's can, exposing the rv cables. The etfe coatings under this abraded area were normal. Since the lead was received cut into two pieces, the lead impedance test could not be performed. No lead fracture was found on lead body.